Event description:
Allegedly the anchor did not operate.

Manufacturer narrative:
This is a reportable malfunction. During a retrospective review of our files, we determined this incident to be a reportable malfunction. This is the same event as 1043534-2012-00422, 00423.

Manufacturer narrative:
Conclusion: device failure directly contributed to event.